Event description:
It was reported that in 2007 the patient was experiencing back pain. The patient underwent spinal fusion with hardware for degenerative disc disease. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced pain more than prior to surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.